Event description:
Information was received that incident occured during testing; no patient involvement.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the front cover ajar, enclosure is stained dirty, water tank cover is cracked, drain fitting is rusted, pole clamp is dirty, line cord is worn. Device is also noted to be missing main block and rubber feet, as well as the pcb and power switch are outdated. Damage was noted on front cover and lcd. This confirms the reported customer complaint; problem source has been determined to be user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the display on the device was damaged. No patient injury or complications were reported in relation to this event.